Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump delivered extra insulin via basal delivery resulting in a low blood glucose level. The patient reported being unable to recall how low the blood glucose went however the patient reported being able to treat the low blood glucose with oral carbohydrate. The patient also reported that on a separate occasion the pump delivered a "ghost bolus" of 80 units resulting in a low blood glucose; no dates or values were provided for this low blood glucose event. The pump was reviewed with the patient and found that the total daily dose basal record indicated that (B)(6) 2013 the basal went from 38.9 units/day to 72.86 units/day then returned to 38.9 units/day the following day. There was no indication that the pump ran a temporary basal and the basal history does not indicate an increased rate. There were no associated alarms in the pump history and there were no cancelled boluses in the bolus history; the patient confirmed that all boluses in the history were accounted for. There is not enough information regarding the patient's reported low blood glucose to assess for an adverse event. This report is made based on the allegation of the pump delivery issue.

Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: review of the black box and download history revealed the basal history recorded two 12:00 am records for (B)(6) 2013. The total daily dose was set to 38.9 units. The total daily dose on (B)(6) 2013 was 72.8 units (double the set amount). The prime history revealed a prime on (B)(6) 2013 at 12:00 am, which lead to the conclusion that the time and date were manipulated after ¿power on reset¿ event on the that date leading the total daily dose to appear inaccurate (doubled). On testing, the pump powered on normally. The pump was successfully primed and was exercised for 24 hours without alarms or interruption. Multiple different boluses were performed without issue and were correctly recorded in the bolus history. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components or compartment. Investigation was unable to duplicate the complaint and the pump was found to be delivering insulin as programmed and within specification.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.